Event description:
It was reported that prior to right ventricular lead implant, it was noted that the lead helix was not rotating out normally. Lead was not used and was replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.